Event description:
During a right upper lobe wedge resection procedure bleeding has occurred inside the pulmonic parenchima causing blood leakage into the right and left stem bronchus. As a result, coagulation occurred in the right bronchus and obstructed the pt's air passage. Subsequently, the pt expired.